Event description:
The pt experienced a surging sensation. Specifically, when the pt turned on the stimulation, she was fine for a couple of seconds then it would become so painful at the lead site that she turned the device off. There was no pain when the device was off. There was no known accident or trauma associated with the event, but it was noted the pt was very active. Impedance measurements showed >3600 ohms. The pt was currently using "guarded cathodes". It was noted that there were several other programming combinations that were viable and a bipolar configuration was going to be tried to obtain therapeutic stimulation. Further info was requested.

Manufacturer narrative:
(B)(4).